Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates arterial - spring wire guide/catheter resistance - kinked.

Event description:
The customer reports there was a needle-wire release.

Manufacturer narrative:
(B)(4). The customer returned one used arterial catheterization device without the catheter and the lid stock from a ra-04220 kit for investigation. The spring-wire guide (swg) was identified to be bent and kinked toward the distal end. The coil offset was identified at the kinked area. The bent area did not show any coil offset. The swg bent 10 mm and kinked 15 mm from distal tip. The outer diameter of the swg was measured and was found to be within specification. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product suggest that the catheterization device be removed by firmly holding the introducer needle hub in position and advancing the catheter forward, with a slight rotating motion, over the spring-wire guide into the vessel. The customer reported issue of the arterial catheter and swg kinking during use was confirmed during the complaint investigation. The returned catheterization device was visually examined and the swg was found to be kinked toward the distal tip. The catheter was not returned for evaluation. Dimensional inspection was performed on the spring-wire guide and no issues were identified. A device history record review was performed and no relevant findings were identified. Without a complete sample the probable cause of this issue could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports there was a needle-wire release.